Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 fse performed battery calibration, machine functional test and safety test and found ok.

Event description:
N/a

Event description:
Fst reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit displayed a battery maintenance message. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.